Event description:
The surgeon believed the x-ray indicated a disassociated hip ball. When the pt was taken to the or on 07/28/2000; it was discovered the ball was fixed onto the stem; but an old acs poly was discovered cracked and broken. The surgeon elected not to revise this pt, as pt is very old and non weight-bearing.